Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 157 mg/dl. The customer stated that she was trying to deliver a bolus for breakfast when she received the alarm. She stated that she changed the battery and cleared the error. However, she stated that the insulin pump froze and alarmed button error again. She found that she was unable to bolus and treated with a manual injection. She added that she had clipped her insulin pump facing inward while running, and the buttons had been facing her skin prior to the alarm. No other significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
No button error alarm was noted. However, the up arrow button did not respond due to corroded keypad traces. No frozen display was noted. No moisture damage was noted on the electronics. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.